Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a lesion using a nc emerge mr, ous 2.50mm x 15mm for treatment. During preparation while outside the patient, while the balloon was being removed from the monorail guidewire, the balloon shaft broke into 2 pieces. The device was replaced with another of the same, and the procedure was completed successfully using the new device. No patient complications resulted due to this event.